Event description:
A philips representative became aware of a coronary atherectomy procedure which commenced to treat an in stent chronic total occlusion (cto). Indication for and location of the procedure are unk. A confianza wire was used to attempt to cross the lesion. Per report, the wire became stuck. The physician then used a spectranetics elca coronary laser atherectomy catheter to attempt to soften the cap of the lesion to be able to remove the wire. The elca device became stuck as well. The physician attempted to remove both the wire and the elca device, and cardiothoracic (CT) surgery was called in to decide the next step. The physician pulled one more time and all came loose. However, when the elca device was removed, it was discovered that the elca device had been torn into two pieces as confirmed by the photos provided to the manufacturer. The procedure was completed with the elca device with no intervention required. Nothing was left in the patient and the patient survived the procedure with no reported patient harm. This report captures the elca device which was torn in two, resulting in inadvertent radiation exposure and exposure to manufacturing materials.

Manufacturer narrative:
Patient information unk. Relevant tests/laboratory data unk. Other relevant history unk. Device model number, lot number, catalog number, expiration date and UDI unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk.